Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the left radial artery. The 99% stenosed re-stenotic lesion was located in the severely tortuous and moderately calcified left radial artery. A 2.5mm x 40mm x 146cm sterling es pta balloon dilatation catheter was selected and inflated 2 times. To what atms is unknown. On the 3rd inflation to 10 atms, a balloon ruptured occurred. The balloon catheter was removed intact and the procedure was completed with a different device. The post dilation treatment was completed with an unspecified sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).